Event description:
The rptr stated that rptr did back to back blood glucose tests, five minutes apart, using separate fingersticks. Rptr's results were 355, 385, 148, 144 and 128 mg/dl. Rptr did not have any symptoms. Control test was not done due to lack of supplies. On follow up, the rptr described an accurate technique of applying blood; rptr checks the confirmation dot. Rptr's spouse cleans rptr's meter on a regular basis, but the rptr was uncertain of spouse's procedure. Reviewed cleaning, as well as use of control solution. No harm was alleged.